Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for a polyp in the large bowel during a colonic polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip opened and closed like normal. It was able to grasp and lock onto tissue, but the clip failed to release from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.